Manufacturer narrative:
On (B)(6) 2020, during service, the thermogard console (sn (B)(4) ) displayed mid:01 during functional testing and power up. The root cause of the mid:01 error message was a defective I/o printed circuit board (pcb) due to a defective component. The I/o pcb will be replaced to remedy the fault. During visual inspection, a hair strand was stuck on the window display. The head display was disassembled to remove the hair strand. After replacing the I/o pcb, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
On (B)(6) 2020, during service, the thermogard console (sn (B)(4)) displayed mid:01 (post watchdog) error message upon power on. No patient involvement.